Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ functional tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. Three triclips were implanted. The final tr grade was 2. On (B)(6) 2025 during a follow-up echocardiogram, a single leaflet device attachment (slda) was observed with the first clip. The clip detached from the septal leaflet and remained attached to the anterior leaflet. The tr grade increased to 3. Per the physician the slda occurred due to the leaflet anatomy.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided, the cause of the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation was due to be leaflet anatomy. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.